Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 509 mg/dl at the time of the event and reported the insulin pump under delivered the insulin. The customer experienced symptoms such as diabetic ketoacidosis, headache and was treated with intravenous insulin, manual bolus, and insulin pump during hospitalization. The event involved the products mmt-1884, mmt-342, mmt-7040a, and mmt-442ag. Troubleshooting was partially performed and later customer declined. The insulin pump was used within 48 hours of the event, with auto mode/smart guard active. No further complications were reported. The customer will discontinue use of the device. Mmt-1884 will be returned, but no product return is required for mmt-342, mmt-7040a, or mmt-442ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. In further full review found one no delivery alarms in the pump history on 01/27/2025 at 18:38:43.000 during bolus delivery. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 27-jan-2025 listed on smartsolve due to insufficient data in the trace/history files. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. No insulin flow blocked/no delivery alarm during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.0 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked select button keypad overlay and cracked case near the corner of belt clip rails during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg and dka. The force sensor is within specification. Customer alleged for the pump under delivery was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.